Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a fess case while using the quadcut blade, the blade broke off at the base (between the inner base that goes into the thicker base). Ent rep reported this did not impact the patient. Site opened up another quadcut blade and reported that one also broke at the base. Site report this second happened when setting up the blade and not used on patient. No consequences or impact to patient.